Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought they heard an alarm for high watts that lasted a few seconds and self-resolved. There were no alarms or power spikes noted when the patient was interrogated in the clinic. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: d4, h4. Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all the requirements for release. Analysis of the log files revealed that no alarms have been logged in the last 14 days up to (B)(6) 2018. However, a controller power-up and associated pump start event was logged on (B)(6) 2018 at 13:57:43. The data point prior to the loss of power at 13:46:34 indicated that (B)(4) (97% capacity) was connected to port 1 and (B)(4) (47% capacity) was connected to port 2 of the controller. Ps2 was powering the controller. The data point after the controller power up at 13:58:19 indicated that (B)(4) (45% capacity) was connected to port 1 and no power source was connected to port 2. Ps1 was powering the controller. The maximum pump off time was approximately 11 minutes and 9 seconds. As a result, the reported event of patient hearing an alarm for high watts cannot be confirmed. It is possible that the patient heard an alarm sound because of disconnection of both power sources from the controller. An internal investigation was initiated for the increasing trend in loss of power events. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.